Manufacturer narrative:
Device remains implanted.

Event description:
During treatment of an osteoporotic wk fracture with spinejack, it was reported that the cement application began at the 10-minute mark when the cement was already very viscous. When attempting to remove the working cannula, the doctor noted movement of the implant, too. The guide sleeve attached to the implant portion of the spinejack could not detach from the implant as they were cemented together. Due to doctor concern continued attempts to remove the guide sleeve would move the implant toward the spinal canal, a decision was made to cut the guide sleeve down to level bone and also provide the patient with a spondylodesis. The procedure was completed with a clinically significant delay (~150 minutes) and prolonged anesthesia to cut the guide sleeve and place the spondylodesis. The patient, who was noted to have no trabeuclar/bone left to anchor the implant, is reported as doing well with full height restoration achieved.